Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial lead and the competitive implantable cardioverter defibrillator and right ventricular lead were explanted due to sepsis, infection. Confirmed bacteremia, responsible organism is staphylococcus aureus. No additional information or patient symptoms were reported.